Event description:
A baxter engineer reported an administration set that had an elastomer displaced that was discovered during service. There was no patient involvement or medical intervention performed. No additional information is available.

Manufacturer narrative:
(B)(4). An actual set was sent in for an evaluation. The elastomer of the set was displaced. Therefore the reported condition was confirmed. The injection site is not manufactured by baxter. It is bought from an external supplier. This occurrence is related to a problem with the material provided by the external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.